Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that following xience stent deployment in the rca, there was no reflow with return of st elevation and chest pain. Treatment performed was a pci - ntg bolus at stent site + x-port catheter. No additional event or patient information is available.